Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation. During the investigation, evidence of water infiltration was found. The device is un-repairable due to the water ingress. The device was returned to the customer labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.